Manufacturer narrative:
(B)(4) concomitant product: catalog number: 00-1030-000, 4.0 mm bone screw washer, lot number: 91603243-g. Product has been received by orthopediatrics and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that during a correction procedure of a medial epicondyle fracture, the 4.0 cannulated screw fractured through the threads. The surgeon tested the fixation of the screw and decided to leave it in the bone. The arm was splinted for 3 weeks. Upon removal of the splint, the patient complained of a prominence in his elbow and x-rays revealed that the remaining part of the screw had backed out. The patient was revised to remove the screw fragments. Attempts have been made and additional information on the reported event is unavailable.